Event description:
Customer's wife reported death. Spouse called to stop the supply orders. The last blood glucose reading was over 500 mg/dl. The cause of death was cancer. Customer was wearing the insulin pump at the death. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.